Event description:
It was reported that during the implant attempt, the lead required several turns for extension and retraction of the helix. It was also noted the helix would "pop" out rather than gradually extend. Several implant attempts were made with the lead without success. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. The distal conductor was distorted and the defibrillation conductor was cut. There was blood/body fluid (not obstructed) on all conductors. The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant.